Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test noted. Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm and battery failed alarm occurred during the self-test. The customer reported a crack on the back side of the insulin pump. After replacing the battery and rewind process, a self-test was performed again and completion was confirmed. The insulin pump will be returned for analysis.